Manufacturer narrative:
This was one fo 25 impacted devices. A voluntary corrective filed action was performed years ago. This MDR is being filed retroactively at the request of cdrh and oii.

Event description:
Patient was implanted with a guardian device on (B)(6) 2022. Patient was alerted by the guardian system via a see doctor alert on (B)(6) 2023. The patient returned to see the doctor and at that appointment the device could no longer reliably communicate with the programmer. This MDR is being filed retroactively at the request of cdrh and oii after an inspection performed on february 19 thru march 11, 2025. Avertix performed a voluntary correction a couple of years ago for this issue.